Manufacturer narrative:
Pump passed self test, however vibrator motor was noisy during self test due to adhesive bond not adhering on vibrator motor. Unit was received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the vibration on the insulin pump is too loud. Advised insulin pump would be replaced. No additional information was provided.